Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured the device was returned to olympus for inspection, and the customer's allegation was confirmed. It was presumed that strands were cut by fatigue breakdown due to repeated operation of forceps elevator. Knob wire was raised by repeated brushing around forceps elevator and repeated attaching/detaching of the distal cover, leading to the suggested event. A definitive root cause could not be determined. The event can be detected prevented by following the instructions for use: detection methods are written in IFU: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had a worn angle wire. Then, olympus physical inspection confirmed that knob wire was cut and frayed. The issue occurred during preparation for use in a diagnostic procedure. There were no reports of patient harm and there was no delay in the procedure. The procedure was completed using a similar device.